Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose levels. The customer's blood glucose was 480 mg/dl at the time of incident. Customer stated there was a crack on the screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with deep scratched display window(not crack), cracked case at display window corners and cracked reservoir tube lip. No crack on reservoir tube window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.